Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead exhibited high thresholds and intermittent capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Patient is enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).